Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that a patient's precision system was explanted due to an infection located at the left side of the back. The patient had fallen a few weeks prior (non device related). The patient's symptoms were fever and redness. The physician believes the infection was not device related and believes the infection to be mild. The patient was administered intravenous antibiotics during the procedure and has been given oral antibiotics to take as needed. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2366-50 (B)(4). Description: linear 3-6 lead 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that a patient¿s precision system was explanted due to an infection located at the left side of the back. The patient had fallen a few weeks prior (non device related). The patient's symptoms were fever and redness. The physician believes the infection was not device related and believes the infection to be mild. The patient was administered intravenous antibiotics during the procedure and has been given oral antibiotics to take as needed. The patient is reportedly doing well following the procedure.